Event description:
It was reported that during the unknown procedure, after a few minutes the generator showed that the device is defect. After that it was not possible to reactivate the instrument again. A new device was used to finish the procedure without consequences for the patient.